Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information; however, no additional information was provided. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 24may2020 to 01jun2020 and from 27may2020 to 05jun2020. The pump operated above the low speed limit for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient was experiencing bleeding included epistaxis. The patient was transfused 5 units of packed red blood cells (prbcs) and their anticoagulation medication was stopped. The patient¿s hemoglobin was 4, their hematocrit was 13.7, and their inr was 5.9 upon admission. The patient remains ongoing on vad support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 29dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. The IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced signs of bleeding including epistaxis. Patient had hemoglobin and hematocrit of 4 g/dl and 13.7% and an international normalized ratio of 5.9 upon admission. Patient was treated by receiving blood and vitamin k. Patient also experienced anemia and received 5 units of packaged red blood cells. Coumadin was stopped and no anticoagulation was administered.